Manufacturer narrative:
Corrected data: per additional information received in (b5), there is no product malfunction. Hence, this event is no longer reportable.

Event description:
It was reported that the patient¿s ipg is operable. Patient just experienced increase in recharge burden. A fully recharged ipg provided 24 hours of therapy.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced increase in recharge burden and is no longer able to turn on the ipg. As such, surgical intervention may take place at a later date to address the issue.